Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient's wife reported that tonight she saw a large air bubble in the insulin cartridge of her infusion device. She stated she uses room temperature insulin to fill the cartridges. She said she primed out the large air bubble along with a few smaller bubbles. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.